Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned a no insulin message when the reservoir still contained insulin. The insulin pump also returned several error messages. Blood glucose level was 390 mg/dl at the time of the call. Customer bolused and was able to lower her blood glucose level to 334 mg/dl during the call. No further information was provided.